Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an intermittent connection issue was suspected between the ilet and a third-party continuous glucose monitoring sensor. Further review with the caregiver indicated the sensor was failing to last its intended wear period and required replacement by the sensor manufacturer, with no malfunction reported for the ilet. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed premature sensor failure attributable to the third-party sensor, with ilet functionality operating as expected. It was concluded that the event was related to third-party sensor performance and not to the ilet system. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.